Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician attempted to place a lead in left, l3 during a lead revision (reference reg report:1627487-2019-09446, 1627487-2019-09447) on (B)(6) 2019. As a result, the physician opted to place the new lead in left, l5. Postoperatively, the patient indicated having a headache and was instructed to lay flat. Follow-up information indicated that the patient's headache has resolved.